Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was sample leakage from the hub-tubing connection and patient end needle on two devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The evaluation of the photo shows a blister pack with product information, and no leakage was observed. A total of 10 retained samples were used for functional tests, and no leakage occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: incorrect entry and leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was sample leakage from the hub-tubing connection and patient end needle on two devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b. Medical device type: there were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.